Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot codes since their release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt revised to address metal wear and osteolysis.

Manufacturer narrative:
The device associated with this report was not returned. The investigation was unable to confirm the reported event or draw any conclusions about the root cause based on the new information. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.